Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Received information stating that ventilator would not recognize patient connected. It was reported by the customer that the ventilator was tested and it was identified the ventilator worked accordingly. The customer believed the original patient circuit might have had a leak. Patient was transferred to a second ventilator.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.